Event description:
Physician injected needle into port where it was suppose to go and the implant deflated. Delay in reporting due to response from MFR regarding instructions for sterilizing implant was delayed.